Event description:
It was reported that patient was experiencing increased in charging frequency of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.